Event description:
During medex' in-house testing, the hex value was not greater than c0 on one plunger holder/ track ii, which would have caused the syringe pump to fail to alert "load syringe plunger" or "occlusion" depending on the pump's software.

Manufacturer narrative:
During in-house testing, the plunger retainer was intact but sticking open. The hex value was not greater than c0 on the track, which would have caused the syringe pump to fail to alert "load syringe plunger" or "occlusion" depending on the pump's software. This was due to a cracked plunger holder at the u-spring port. Medex was able to confirm the issue and determine a cause. The plunger holder/ track ii was repaired and returned to the customer. No additional action is necessary at this time. Medex considers this MDR closed with this report.